Manufacturer narrative:
Device evaluation: one device was received in good condition with no evidence of physical damage. During the functional testing, the customer's reported issue could not be duplicated. The pump was found to be operating properly and passed all tests. The cause of the issue was unable to be determined. The dso sensor will be changed as preventive measure. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump shows occlusion pressure at lower limit. The event occurred during the yearly test. There was no patient involvement and no patient harm/adverse event reported.